Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc confirmed the corrosion or damage inside and outside the scope connector from the inspection results for repair. Therefore, omsc presumed that the connection with the endoscope could not be performed normally, resulting in abnormal communication with the endoscope and b30 occurred. The cause of the failure might be that it was damaged during the pre-use inspection, or that it has been used for a long period of time for about 6 years. Omsc presumed that it was difficult to operate the controlling on/off button due to deterioration of parts since it had been used for long term.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that there was no endoscopic image on the monitor due to the damage of video scope socket unit, and b30 scope communication error occurred. It was also found the lamp on/off button was difficult to control. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the nurse found that b30 scope communication error occurred. The customer replaced another cv-170 system. There was no report of patient injury associated with the event.